Event description:
It was reported that insulation anomaly was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Only the electrode end of the lead 53.5 to 55.0 cm long was returned for analysis. Analysis was normal. No anomaly found without the return of the entire lead, a full analysis could not be completed.